Event description:
It was reported that the anesthesia workstation failed the test due to leakage. There was no patient involvement. Manufacturer's reference #: (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with the anesthesia workstation ¿ flow-I c20. It was claimed that the anesthesia workstation failed the test due to leakage. The device failed to meet its specifications. There was no patient involvement. There have been no adverse event sustained as a result of the issue. According to the information provided by the technician, the issue has been solved by cleaning the patient cassette for lime residues from absorber. The device passed all performance tests and could be returned to clinical use. The patient cassette is a measuring issue and will not affect ventilation. The root cause to the reported issue has not been determined.

Event description:
Manufacturer's reference #: (B)(4).